Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2066145. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd¿ insulin syringes leaked around the hub during use. The following information was provided by the initial reporter: "consumer reported leakage, stated that the needles are leaking around the hub. Consumer does not re-use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd¿ insulin syringes leaked around the hub during use. The following information was provided by the initial reporter: "consumer reported leakage, stated that the needles are leaking around the hub. Consumer does not re-use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes, d10: returned to manufacturer on: 05-jan-2023 h6: investigation summary customer returned (2) 0.3ml, 31 gauge, 6mm syringes from lot 2066145. There were no immediately observable defects to either syringe. Both syringes were used to draw water. The syringes could draw water and retain it without leaking. The water was then expelled from the syringes with neither syringe leaking. The returned syringes were undamaged and functioned as intended. A review of the device history record was completed for batch # 2066145 all inspections were performed per the applicable operations qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the syringes leaking. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10

Event description:
It was reported that an unspecified number of bd¿ insulin syringes leaked around the hub during use. The following information was provided by the initial reporter: "consumer reported leakage, stated that the needles are leaking around the hub. Consumer does not re-use."